Event description:
Customer reports a torn package on a 35cm glidepath catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after tear was noted. A lot history review (lhr) of rexc0182 showed no other similar product complaint(s) from this lot number.